Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a hypoglycemic event on (B)(6) 2017. The customer complaint about having sensor reading discrepancies and calibration errors. Customer's blood glucose value was 38 mg/dl at the time of the incident, while sensor read 78 mg/dl. The customer stated that her daughter called 911 and she was taken to the emergency room. The customer was treated with food and intravenous. No issues were found during troubleshooting. It was advised to contact the doctor to discuss causes of low blood glucose. Blood glucose at the time of the call was 237 mg/dl. The product will return for analysis.